Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 521 mg/dl. Troubleshooting was declined for high blood glucose. The customer stated that her infusion set was full of blood that was the reason why her blood glucose was high. The product will not be returned for analysis.